Event description:
It was reported that, during an event requiring emergent bagging, the PediCap was unable to maintain pressure during ventilation and had to be removed from the system to restore effective ventilation. This resulted in a prolonged recovery from the patient's respiratory compromise. Initially, the only indication of tube placement was condensation within the tube; subsequently, tube placement was confirmed by auscultation of breath sounds, and the patient's vital signs improved. There was no reported serious harm or injury associated with this event.

Manufacturer narrative:
The product involved in the report has NOT been returned for evaluation. A review of the Device History Record is in-progress. All information reasonably known as of 24 July 2026 has been included in this Health Authority Report. Should additional information be obtained, a Follow-up Health Authority Report will be provided. The information provided by AirLife represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to AirLife. AirLife has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the AirLife complaint database and identified as (b)(4). This information is submitted pursuant to 21 CFR 803, in compliance with the medical device reporting requirement, and should not be considered to be an admission that an AirLife product is defective or caused serious injury.